Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while using the powertool in a case, the universal modular electric/battery double trigger handpiece with oscillating attachment would not stop oscillating. The only way in which it stopped was when they disconnected the battery pack. There was no patient harm, however, surgery time was extended by an unspecified amount of time.